Event description:
It was reported that no insulin flowed through 5 of the bd microfine¿ ultra pen needles during the injection. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter, translated from dutch: "a client of ours is complaining that his bd micro-fine ultra 4mm needles are not working. No insulin is coming through. It does not occur with all needles, but it does occur with many of the needles from the box. He has also tried different pens. He did not have this problem before, it has been since the last box he used... A large number of the needles from this box seem to "refuse". No insulin is coming through, preventing him from injecting... Mr. Came to report the above at the beginning of the week, but reported again at the end of the week that in the new box also refuse needles. At the counter went over it with mr.. He replaces the needle with every injection, never leaves it on. Tested a new needle on the spot, no insulin came through... - was there any alleged injury or harm to the user or patient (please provide detailed information): no additional important information: this makes it difficult for him to prick his insulin, is a lot of hassle because not all needles work."

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 25-aug-2023 h6: investigation summary thirty one sealed 32g x 4mm pen needle samples were returned from lot. No. 2333544, cat. No. 320584, one sealed 32g x 4mm pen needle sample was returned from lot. No. 2074827, cat. No. 320584 and two open 32g x 4mm pen needle samples were returned from an unknown lot. No., cat. No. 320584. A clog test was carried out on all returned sealed samples and no issues were observed. A visual examination was carried out on the two open samples and a bent non patient end of cannula was observed. Due to the condition the samples were returned no clog test could be carried out. A lot history review was carried out and no related non-conformances were raised in association with these packaged lots concluding all inspections were performed as per the applicable operations and met qc specifications. As the confirmed samples were returned open it is not possible to determine root cause.

Event description:
It was reported that no insulin flowed through 5 of the bd microfine¿ ultra pen needles during the injection. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter, translated from dutch: "a client of ours is complaining that his bd micro-fine ultra 4mm needles are not working. No insulin is coming through. It does not occur with all needles, but it does occur with many of the needles from the box. He has also tried different pens. He did not have this problem before, it has been since the last box he used... A large number of the needles from this box seem to "refuse". No insulin is coming through, preventing him from injecting... Mr. Came to report the above at the beginning of the week, but reported again at the end of the week that in the new box also refuse needles. At the counter went over it with mr.. He replaces the needle with every injection, never leaves it on. Tested a new needle on the spot, no insulin came through... - was there any alleged injury or harm to the user or patient (please provide detailed information): no additional important information: this makes it difficult for him to prick his insulin, is a lot of hassle because not all needles work."